Manufacturer narrative:
(B)(4)

Event description:
It was report that during follow-up, several episodes of inappropriate auto mode switch due to noise was observed on the atrial channel. Isometric tests were performed and slight noise was reproducible on the atrial channel. The physician decided not to take any action. Patient's condition was good and stable.